Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, lymphadenopathy, seroma.

Event description:
Patient reported "sensory disturbances, pain, fluid retention, itching and swelling in the breasts" additionally, insomnia, fever" were reported; these events are not device related. MRI confirmed a rupture, capsular contracture, accumulation of fluid and a swollen inflamed lymph node at the edge of the implant" device has been explanted. This relates to the left side.